Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. The noise was oversensed and resulted in inappropriate anti-tachycardia pacing delivery and loss of capture. In addition, the rv lead was observed to have out of range pace and shock impedances when the noise was observed. The pace impedances were greater than 2000 ohms and the shock impedances were greater than 200 ohms. The rv lead was surgically abandoned and replaced. The ICD remains in service. The source of the observations has not been determined, but it was suspected that the lead had fractured. However, the fracture was not confirmed via fluoroscopy or x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated that complications arose during the revision procedure due to the antibiotics administered. This resulted in the lead being surgically abandoned instead of explanted. At this time, the ICD has been explanted and replaced. No additional adverse patient effects were reported.